Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that patient presented with loose restoration. Loosened abutment screw. The abutment is fully seated but it still rotates slightly. It seems like the hex of the abutment is slightly distorted. Patient has a healing cap on now.

Manufacturer narrative:
A certain gold-tite hexed screw and a certain gingihue post was returned along with the crown cemented to the internal connection abutment. Upon visual inspection of the as received products identified general signs of wear due to usage. The complaint was not verifiable, as the event is referring to loosening and the exact details of the device usage could not be replicated. There were general signs of wear around the internal connection feature of the abutment and the screw but no evidence of any malfunction or major damage to the hex or the screw threads that would have contributed to the loosening event. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.